Manufacturer narrative:
Patient demographics not available on the date of filing. Other relevant device(s) are: sfw kit 9735736, stealth s8 ent EU-sc, version (B)(4). A medtronic representative went to the site to test the equipment. It was reported that there was no failure found. The har dware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a functional endoscopic sinus surgery (fess) procedure there was an alleged inaccuracy. After passing registration using tracer with a metric of 1.7mm, navigated to known anatomical landmarks, was accurate superficially on the skin but became inaccurate by 3-4mm when navigating intra-nasally. Used CT initially and switched to MRI and re-registered which did not resolve issue. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was received about the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the CT exam shows the site was tracing a lot on the bridge of the nose and around the temples, but did not include areas such as the tip of the nose or above the forehead.. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The site completed the procedure with an endoscope.